Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The original implantation of surgery was done on (B)(6) 2014. The patient reported that difficult to do extension and flexion of knee due to the pain on (B)(6) 2014. The patient is walking normally, and moreover there was not found any noise. Also the patient has not fell over before reported this issue . In x-ray film, there are 5 mm of foreign matter was found anterior of tibia. There were no delay to surgery. Update - (B)(6) 2014 - it was found that the smaller balseal of the instrument was missing after this surgery. And surgeon requested to evaluation to specialized team whether the foreign matter in x-ray is this baseal or not. Product information of the instrument has been added to the complaint. - (B)(6) 2014.

Manufacturer narrative:
Examination of the submitted attune fb cr art surf sz5 conv confirmed the bal seal is missing. Examination of supplied patient radiographs confirmed the noted observation of an anomaly, but could not conclusively identify the matter. Dimensional inspection of the tibial trial post did not reveal any features out of specification. The root cause of the disassembled bal seal is unknown. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.